Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height cubie drawer 4-2 row d not on bus. A field service engineer (fse) investigated and reseated the row cables on both ends and found foil across the contact. Tested all pockets in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all cubies on the row had failed and could not be recovered. Other medications in the drawer were accessible through an inventory count. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.